Event description:
Dealer stated that the end user reported he was driving his 3gar power chair to his van in a store parking lot when it started to rain, the ramp was not working properly, took a few minutes to come out. User was in the parking lot while it was pouring down rain, had a customer pushed him back into the store as the chair allegedly stopped working. User dried out the chair & charged it after being home. When user went to operate the chair, it allegedly spun around out of control. User sustained a cut to his left leg, he had previously removed the left leg rest and cut his leg where the legrest would attach to the chair. User went to the emergency room and received stitches. Dealer alleges rain damage to joystick and control module.